Event description:
Resident's wheelchair that was utilized daily was broken at rt. Front wheel where it attaches to the main wheelchair frame. The wheelchair was welded and returned to resident for daily use. Pt continued to use daily for locomotion inside the facility without complaint or difficulty. 1/9/00 at 4:45 pm pt "exited south lounge and complained to nurse of not feeling well." Pt cold & clammy. Rn began to transport pt to room via wheelchair. Pt was pushed approximately 5-6 steps when rt front wheel folded under causing pt to fall. "R" complained of pain right leg, foot, ankle. Pt placed in bed after leg immobilized. Ice applied - x-rays obtained. X-rays revealed fracture to right tibia and fibula.